Event description:
It was reported that the pt experienced a loss of analgesia. There was a kink in the intrathecal section of the catheter. They were unable to aspirate fluid from the catheter; the catheter appeared to be partially occluded with dark precipitate. The device system was replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and morphine sulfate.

Manufacturer narrative:
(B) (4).